Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing came apart and leaked.

Event description:
It was reported that the tubing came apart and leaked.

Manufacturer narrative:
The customer¿s report that the tubing came apart and leaked was confirmed. Visual inspection observed that the separation was at the engagement between the silicone pump segment tubing and the lower fitment. The ring retainer was not received with the set and a ring retainer indentation was not observed around the end of the silicone pump tubing where the separation occurred. No crush marks were observed on the upper or lower fitment. The silicone pump tubing was found to be within measurement specification, and the tubing was visually confirmed to be concentric. Functional testing could not be performed due to the set's separation and obvious leaking that would occur due to the separation. The root cause of the primary set silicone segment separation was due to the set's retainer ring not being assembled onto the set during the manufacturing assembly process.